Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased sodium result generated on the architect c8000 processing module for 1 sample. The following data was provided: initial result = 107 mmol/l, repeat on another analyzer = 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the bellows, bellows only and valve, poppet set, which resolved the issue. A review of the analyzer service history, for serial (B)(4) identified no contributing factors to the current complaint and revealed no additional service or complaint tickets after the parts were replaced. Return testing was not completed as returns were not available. A review of tracking and trending for the bellows, bellows only and valve, poppet set did not identify any trends. A review of the clinical chemistry system tracking and trending did not identify any trends for the issues associated with this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 processing module or the bellows, bellows only and valve, poppet set was identified.